Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the atrial perforation appears to be related to patient condition and procedural circumstances. The pericardial effusion was a secondary effect of the atrial perforation. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the atrial perforation requiring treatment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Prior to the procedure, a small effusion was noted on the posterior wall, but was not significant. Visualization was difficult due to large atrium. The clip delivery system (cds) was advanced but due to difficulty with visualization, the clip caused the effusion to worsen. The mitraclip devices were removed and the procedure was aborted. Pericardiocentesis was performed and the effusion stabilized. A surgeon evaluated the perforation and confirmed there was no need to close the perforation. The patient was sent to critical care unit (ccu) and the perforation will be monitored. No additional information was provided.